Event description:
It was reported through service report that the power pro head end will not hold position. No adverse consequences have been reported.

Manufacturer narrative:
Other: cot not holding position.